Manufacturer narrative:
A visual inspection of the returned device found the ceramic tip to be detached from the catheter. In addition, the catheter was dissected and it presented marks in the inner walls, similar to the glue used to assemble the catheter to the tip. The outer diameter of the ceramic tip was measured where it attaches so the catheter and was found within specification. The distal section of the catheter was subjected to spectroscopic analysis, which indicated that the subtraction spectrum from a control unit presented a match of 70% to 40% with tra-bond type adhesives. The complaint was confirmed; the ceramic tip was detached from the catheter. Evidence of adhesive was found via spectroscopy, therefore, the most probable root cause of this complaint is operational context, since it is most likely that anatomical/procedural factors limited the performance of the device. The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure to treat a tracheal bleed on (B)(6) 2013. According to the complainant, during the procedure the tip of the injection gold probe disconnected from the device. Reportedly, the tip was still attached to the electrical wires and everything was withdrawn outside the patient. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure to treat a tracheal bleed on (B)(4) 2013. According to the complainant, during the procedure the tip of the injection gold probe disconnected from the device. Reportedly, the tip was still attached to the electrical wires and everything was withdrawn outside the patient. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.